Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient had been on prialt for about a week, but it was having too many side effects for the patient. The side effects reported included dizziness, unsteadiness, and the patient ¿felt funny.¿ it was noted, the symptoms were present for about a week. It was also reported, the patient was programmed to the lowest simple continuous dose allowable at the current concentration and the healthcare provider (hcp) removed the prialt from the reservoir and refilled with saline. It was further reported the hcp was unable to aspirate from the catheter access port (cap). The plan was to leave the pump programmed to minimum rate mode until prialt was clear from the pump tubing and catheter. The pump was being used to deliver prialt and was currently delivering saline. 2014 (B)(6) (e1a/rep) it was further reported, the patient would not be seen again by the physician for two months.